Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the patient has fallen. He was bowling and during a run up he felt a strong pain and a feeling of instability the assumption being that the neck is fractured. Received additional information on (B)(6) 2016: allegedly the patient was bowling and during run-up he felt a strong pain and a felling of instability.